Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6). (B)(6), md. History and physical. Gallstone, multiple attacks of epigastric right upper quadrant pain, nausea, vomiting. Plan: laparoscopic cholecystectomy. (B)(6) 2008: (B)(6). (B)(6), md. Operative report. Laparoscopic cholecystectomy. (B)(6) 2008: [facility ni]. (B)(6). Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Impression: ventral hernia seen which only contains fat. Bowel normal in caliber. No free air or fluid. (B)(6) 2008: (B)(6). (B)(6), md. Office notes. Status post lap cholecystectomy, small port site hernia in epigastric area, noted on recent cat scan, bulging with lifting and activity. Exam: 1-2 cm defect in epigastric area consistent with port site hernia. Reducible, nontender. Impression: repair, open probably indicated since it is a small hernia. (B)(6) 2008: (B)(6). (B)(6), md. Office notes. Pre-operative history and physical, feels that hernia at trocar site is getting bigger and concerned about needing possible mesh. (B)(6) 2008: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Procedure: incisional hernia repair with mesh. Anesthesia: general endotracheal anesthesia, dr. Pierson. Findings: there was an approximately 2.5 cm defect in the previous trocar site. This was repaired with prolene mesh. Report of operation: ¿the patient was taken to the operating room after informed consent. His abdomen was sterilely prepped and draped. The previously used trocar site was reincised and a hernia sac was identified. This was cleared from the fascia several cm in all directions and the hernia sac was incised. A piece of prolene mesh was contoured to the size of the defect, at least 5 x 3 cm in diameter and using horizontal mattress sutures, it was sutured in place. The mesh was then closed with 3-0 vicryl overlying this and 4-0 monocryl was used to close the skin. Approximately 10 ml of 0.5% sensorcaine were injected into the wound and steri-strips were applied. The patient was taken to recovery in good condition.¿ (B)(6) 2018: (B)(6). (B)(6), md. Office notes. Doing well, some soreness with lifting, can resume full activities. (B)(6) 2008: (B)(6). (B)(6), md. Office notes. Recurrence of hernia at epigastric site, bulging that is consistent with hernia, is a smoker and described chronic cough as well as retching at the time of surgery. I think this all contributed to recurrence of hernia. Needs definitive laparoscopic ventral hernia repair. (B)(6) 2009: (B)(6) medical center. (B)(6), md, facs. History and physical. Underwent laparoscopic cholecystectomy, developed epigastric hernia, this was attempted to be repaired primarily in august, since that time has increased bulging at site of repair, pain associated with this, mainly concerned about the increasing size of hernia. Smokes 1.5 packs a day for 22 years. Exam: 2 cm bulge at site of previous hernia repair, reducible. Impression: recurrence of incisional hernia, is a smoker with chronic cough, needs more definitive repair, laparoscopic ventral hernia repair would be better option than open repair. (B)(6) 2009: (B)(6) medical center. (B)(6), do. Anesthesia record. Asa 2. (B)(6) 2009: (B)(6) medical center. Discharge instructions. Activity: 10 pound lifting restriction. Follow up with dr. (B)(6) on (B)(6) 2008. (B)(6) 2009: (B)(6) medical center. (B)(6), md, facs. History and physical. Underwent laparoscopic hernia repair, on saturday developed nausea and vomiting, came to emergency room, found on x-ray to have ileus, underwent CT abdomen pelvis, findings consistent with ileus and possible sigmoid volvulus, has had nausea, vomiting, increasing pain and distension without fever or chills. Impression: ileus versus partial small bowel obstruction, some concern of sigmoid volvulus initially. Discuss case with dr. (B)(6) who was present to perform decompressive colonoscopy. (B)(6) 2009: (B)(6) medical center. (B)(6), md. Radiology ¿ x-ray abdomen, flat kub and upright views. Indication: hernia, abdominal pain. Impression: considerable dilatation of small bowel loops with scattered air-fluid levels on the upright view. Pattern may indicate adynamic ileus although it is difficult to exclude mechanical obstruction. (B)(6) 2009: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: status post ventral hernia repair a couple of days ago. Patient now presents with abdominal pain, swelling, nausea that is worsening today. Impression: multiple moderate distended loops of small bowel throughout most of abdomen, in both the right and left mid abdomen, there is caliber change of the small bowel with a tethered appearance of the small bowel centrally. There are multiple air fluid levels present. CT findings consistent with small bowel obstruction and favor either internal hernia or adhesions as cause. There is some pneumoperitoneum related to the recent ventral hernia repair. Interval mesh placement, as described above. Status post cholecystectomy, mild amount of abdominal pelvic ascites. (B)(6) 2009: (B)(6) medical center. (B)(6), apnp. Discharge summary. Admission date: (B)(6) 2009. Discharge diagnosis: ileus, status post laparoscopic hernia repair with mesh. History: procedure: flexible sigmoidoscopy. Hospital course: admitted and underwent flexible sigmoidoscopy for concern of sigmoid volvulus, no significant areas of volvulization and no areas of ischemia, ng tube place, removed once passing flatus, had bowel movement prior to discharge, diet advanced, doing significantly better on date of discharge, had smoking cessation consultation, started on wellbutrin. Discharged home, follow up with dr. (B)(6) 1 week, soft diet. (B)(6) 2009: (B)(6). (B)(6), md. Office notes. Post-op, incisions healing well, most bothersome point is actually the center of the mesh where there is no transfixing suture. (B)(6) 2009: (B)(6). (B)(6), md. Office notes. Significant pain in lower abdomen, will go ahead with CT of abdomen and pelvis to rule out complications related to surgery. (B)(6) 2009: (B)(6) medical center. (B)(6), md. Emergency room visit. Right mid abdominal pain, some persistent abdominal pain since (B)(6). Tonight, increased abdominal pain localized around area of prior incision in the right mid abdomen, pain worse with palpation and with sitting up and using abdominal musculature. Discussed case with dr. (B)(6), viewed CT scan. Will control pain and have him follow up with dr. (B)(6) for reevaluation, discharged in good condition. Final impression: nonspecific abdominal pain without clear cause. (B)(6) 2009: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Impression: status post ventral abdominal hernia repair with mesh and resolving postoperative changes with resolution of ileus and resolution of free fluid within the abdomen since the (B)(6) 2009 exam. Surgically absent gallbladder. No findings to explain the abdominal pain. (B)(6) 2009 (B)(6). (B)(6), md. Office notes. Terrible pain adjacent to previous mesh, CT scan in emergency room did not show any significant pathology, there was a bit of stranding above mesh but no thick fluid collection. Did inject upper portion of the mesh with 10 cc of 0.5% sensorcaine, some relief, may need repeat injection. (B)(6) 2014: (B)(6). (B)(6), md. Progress notes. Complaining of some bulging and pain at site of epigastric hernia, notices this most with lifting and activity. Past medical history: multiple sclerosis, alcoholism in remission. Current every day smoker, 1.50 packs/day for 26 years. Impression/plan: CT of abdomen/pelvis to check for other pathology and confirm residual hernia. (B)(6) 2014: (B)(6) medical center. (B)(6), md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. History of abdominal wall hernia repair. Impression: stable appearance of mesh material status post abdominal wall hernia repair. Question of a 2.4 similar fat-containing hernia versus curvilinear scarring within the adjacent subcutaneous fat. This is stable when compared to the prior exam. (B)(6) 2015: (B)(6) medical center [assigned]. Surgery implant record. Implant sticker: surgimesh, aspide medical. There is no mention of infection or device removal in the records. (B)(6) 2018: (B)(6). (B)(6), md. Progress notes. Umbilical hernia, 2 ventral hernias, has noticed incisional hernia near previous midline upper abdominal incision from previous epigastric hernia repair site that started about 1.5 years ago, has become more painful and protruding more in past few weeks. Also noted umbilical pain and bulging that started 2 weeks ago. No precipitating event. Exam: tenderness to umbilical and epigastric hernia, ventral and umbilical hernia present. Impression: patient likely has 2 separate defect and umbilical and epigastric hernia that is likely recurrent from previous incisional hernia repair. Discussed robotic assisted laparoscopic ventral hernia including risks of recurrence and pain postoperatively. There is always risk of infection specifically with the current hernia disease. Will schedule procedure. (B)(6) 2018: (B)(6) medical center. (B)(6), crna. Anesthesia record. Weight 225 lb., bmi 33.22. Asa 3. (B)(6) 2018: (B)(6) medical center ¿ (B)(6) md. Operative report. Procedure(s): laparoscopic ventral herniography repair with robot, removal prosthetic material or mesh, laparoscopic lysis adhesions with robot, laparoscopic umbilical hernia with robot. Assistant: none. Pre-op diagnosis: ventral hernia. Post-op diagnosis: small umbilical hernia and larger subxiphoid hernia. Procedure: laparoscopic lysis of adhesions for 0.5 hour. Primary closure of subxiphoid hernia and umbilical hernia. Mesh underlay of subxiphoid hernia repair. Indication for procedure: symptomatic umbilical and subxiphoid hernia. Anesthesia: general. Anesthesiologist: (B)(6), (B)(6), md. Crna: (B)(6), (B)(6), crna. Infection status: patient is free from infection at the surgical site. Estimated blood loss: minimal. Complications: none. Specimens: none. Preoperative antibiotics: cefoxitin. Findings: the previously placed mesh appeared to be pulling away from the superior portion of the hernia repair. This was excised as well as the surrounding sutures and a ventral light underlay was placed after clip primary closure of the defect. Procedure description: ¿patient was taken to the procedure room after informed consent. He underwent general endotracheal anesthesia. Appropriate time-out was performed. The abdomen had been prepped and draped in sterile fashion. A left subcostal incision was made and camera directly inserted the peritoneal cavity. Robotic ports were placed below this approximately 8 cm apart. The robot was then docked and a fenestrated grasper and monopolar scissors used to dissect the adhesions off the previous subxiphoid hernia as well as the incarcerated omentum that was seen in the umbilical defect. It was clear that the mesh was not adequate in the subxiphoid region and there was a seroma associated with this. This was excised in its entirety and removed at the end of the case. All the prolene that had been holding this were also removed as well as the metallic tacks. The umbilical hernia sac was also excised. Both defects were closed with 6 in. V lock sutures in a transverse fashion. There appeared to be significant tension at the upper part so an 11 cm ventral light mesh was used as an underlay. This was circumferentially fixed with 2 0 v lock sutures. There is no significant gapping or folding of the mesh. The sutures were removed and all the debris was placed in a laparoscopic retrieval bag after enlarging the most superior robotic port to a 12 mm port. This point the pneumoperitoneum was removed all the ports were removed. The port sites were closed with 4 monocryl. The final needle, sponge and instrument counts were correct x 2, and the patient was stable in the room at the time of this dictation.¿ (B)(6) 2018: (B)(6) medical center. Implant sticker. Ventralight¿ st, bard. (B)(6) 2018: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2018 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 01/09/09, including previously-placed prolene mesh surgery were not provided. (B)(6) 2009: (B)(6) medical center ¿ neenah. (B)(6) md, facs. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: laparoscopic incisional hernia repair with mesh. Anesthesia: general with dr. Podojil. Findings: ¿about a 4 x 5 cm defect in the epigastric area. There was some incarcerated omentum that was dissected free from the defect. The previously-placed prolene mesh was not obviously identified at this area and it seems that the defect was actually lateral to the right of the previous repair.¿ report of operation: ¿this patient was taken to the operating room after informed consent. His abdomen was sterilely prepped and draped. Initially, a 5 mm camera was used to access the peritoneal cavity just under the left costal margin. Another 10 mm plate was placed on the left flank, as well as another 5 just superior to this. Using these ports, the defect was able to be delineated well. Using cautery with endoshears, the adhesions were taken down and the defect was clearly visualized. A 15 x 10 piece of mesh was then trimmed to provide at least 4 cm of margin on either side of the defect and prolenes were placed at the 3 o¿clock and 6 o¿clock positions. The mesh was oriented appropriately by passing a suture passer to the middle of the defect and grasping the vicryl in the center of the top portion of the mesh. Once this was pulled in position, the prolenes were tied down at the 3 o¿clock and 6 o¿clock positions, after making small incisions and passing the suture passer system. A protack was then used to fixate the remainder of the mesh in place. Because the superior part of the mesh was close to the costal margin, prolenes were only placed in the inferior portion at approximately the 8 o¿clock, 6 o¿clock and 4 o¿clock positions and the top part was fixated with just the suture tackers which was close to the area of the costal margin. There appeared to be good placement of the mesh with no redundancy and no defects to allow recurrence. At this point, it is felt to be an adequate repair. The pneumoperitoneum was released. All ports were removed and the port sites were injected with 0.5% sensorcaine with epinephrine. These were also injected at all the suture passage sites. A 4-0 monocryl was used to close the port incisions on the left abdominal wall and steri-strips were used to reapproximate all the other incisions. Following this, a binder was placed. The patient was extubated and taken to recovery in good condition.¿ (B)(6) 2009: thedacare. Surgical services implant record. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 06240562. W.l. Gore & associates. The record confirms a gore® dualmesh® biomaterial (1dlmc03/06240562) was implanted during the procedure. Records between 01/09/09 and 01/09/15 were not provided. (B)(6) 2015: (B)(6) medical center. (B)(6) facs. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia, more likely a laxity of the mesh than a true hernia was found. Procedure: laparoscopic incisional hernia repair with mesh. Anesthesia: general endotracheal anesthesia, dr. Reilly. Findings: ¿there were dense adhesions from the omentum up to the previous mesh repair. There appeared to be some laxity, but no true hernia defect surrounding this. This was repaired with a 10 cm surgimesh patch that covered the previous mesh with some overlap to allow it to be secured well.¿ report of operation: ¿the patient was taken to the procedure room after informed consent. He underwent endotracheal anesthesia. His abdomen was sterilely prepped and draped. Initially left upper abdominal incision was made and a 5 mm camera was directly inserted into the peritoneal cavity. This was then insufflated to a pressure of 15 mmhg. Another 5 mm port was placed just above the umbilicus and finally a 5 mm port was placed in the right upper abdomen as well as a 10 in the left mid abdomen. This allowed full exposure of the area after takedown of the omental adhesions to the previous mesh with the harmonic scalpel. Some of the falciform was also taken down to allow the thorough investigation of the area. Again, there appeared not to be a true hernia defect, but there appeared to be some laxity in the center of the mesh. This was covered with a 10 cm patch of surgimesh and centered in the center of the previous mesh. Tackers were then used to circumferentially tack the mesh up against the abdominal wall. Prolene was then placed at the 3 and the 9 o¿clock position where there appeared to likely be more tension, and this proceeded only through the mesh. Following this, there was no significant bleeding noted in the omentum or other abnormalities, so the pneumoperitoneum was released. The ports were removed and all the port sites were injected with 0.5% sensorcaine. They were then closed with 4-0 monocryl in a subcuticular fashion. Steri-strips were then applied and the patient was discharged to the recovery in good condition. There is no mention of infection or device removal in the records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that gore® dualmesh® plus biomaterial for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2009 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, failed mesh, revision. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1695, 3191: appropriate term/code not available for ¿failed mesh¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2008 through (B)(6) 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2009 through (B)(6) 2014, and (B)(6) 2015 through (B)(6)2018 were not provided. Patient information: medical history: obesity: (B)(6) 2018: 225 lbs., bmi 33.22. Smoking: (B)(6) 2008: ¿smoker, chronic cough.¿ (B)(6) 2009: ¿smokes 1.5 packs a day for 22 years.¿ (B)(6) 2014: ¿current every day smoker, 1.50 packs/day for 26 years.¿ (B)(6) 2008: gallstone. (B)(6) 2008: ventral hernia. (B)(6) 2008: port site hernia epigastric area. (B)(6) 2008: recurrence of hernia. (B)(6) 2009: recurrence of incisional hernia. (B)(6) 2009: ileus. (B)(6) 2014: multiple sclerosis. (B)(6) 2014: fat-containing hernia versus curvilinear scarring within adjacent subcutaneous fat. (B)(6) 2018: umbilical and epigastric hernia. Surgical procedures: (B)(6) 2008: laparoscopic cholecystectomy. (B)(6) 2008: incisional hernia repair with mesh. Implant: prolene mesh. (B)(6) 2009: laparoscopic incisional hernia repair with mesh. Implant: gore® dualmesh® biomaterial. (B)(6) 2015: laparoscopic incisional hernia repair with mesh. Implant: surgimesh. (B)(6) 2018: laparoscopic ventral herniography repair with robot, removal prosthetic material or mesh, laparoscopic lysis adhesions with robot, laparoscopic umbilical hernia with robot. Primary closure of subxiphoid hernia and umbilical hernia. Mesh underlay of subxiphoid hernia repair. Implant: ventralight mesh. Relevant medical information: (B)(6) 2008: history and physical. ¿gallstone, multiple attacks of epigastric right upper quadrant pain, nausea, vomiting. Plan: laparoscopic cholecystectomy.¿ (B)(6) 2008: operative report: ¿laparoscopic cholecystectomy.¿ (B)(6) 2008: CT abdomen/pelvis [a/p]: ¿indication: abdominal pain. Impression: ventral hernia seen which only contains fat .¿ (B)(6) 2008: ¿status post lap cholecystectomy, small port site hernia in epigastric area, noted on recent cat scan, bulging with lifting and activity. Exam: 1-2 cm defect in epigastric area consistent with port site hernia.¿ (B)(6) 2008: hospitalization. (B)(6) 2008: incisional hernia repair with mesh. [Implant: prolene mesh] findings: ¿there was an approximately 2.5 cm defect in the previous trocar site. This was repaired with prolene mesh.¿ procedure: ¿ the previously used trocar site was reincised and a hernia sac was identified. This was cleared from the fascia several cm in all directions and the hernia sac was incised. A piece of prolene mesh was contoured to the size of the defect, at least 5 x 3 cm in diameter and using horizontal mattress sutures, it was sutured in place. The mesh was then closed with 3-0 vicryl overlying this and 4-0 monocryl was used to close the skin.¿ (B)(6) 2008: surgery office visit. ¿doing well, some soreness with lifting, can resume full activities.¿ implant preoperative complaints: (B)(6) 2008: surgery office visit. ¿recurrence of hernia at epigastric site, bulging that is consistent with hernia, is a smoker and described chronic cough as well as retching at the time of surgery. I think this all contributed to recurrence of hernia. Needs definitive laparoscopic ventral hernia repair.¿ (B)(6) 2009: history and physical. ¿underwent laparoscopic cholecystectomy, developed epigastric hernia, this was attempted to be repaired primarily in (B)(6), since that time has increased bulging at site of repair, pain associated with this, mainly concerned about the increasing size of hernia. Smokes 1.5 packs a day for 22 years. Exam: 2 cm bulge at site of previous hernia repair, reducible. Impression: recurrence of incisional hernia, is a smoker with chronic cough, needs more definitive repair, laparoscopic ventral hernia repair would be better option than open repair.¿ implant procedure: laparoscopic incisional hernia repair with mesh. [Implant: gore® dualmesh® biomaterial, 1dlmc03/06240562, 10cm x 15cm x 1mm thick, oval.]. Implant date: (B)(6) 2009 [hospitalization dates (B)(6) 2009] wound classification: unknown. Findings: ¿about a 4 x 5 cm defect in the epigastric area. There was some incarcerated omentum that was dissected free from the defect. The previously-placed prolene mesh was not obviously identified at this area and it seems that the defect was actually lateral to the right of the previous repair.¿ description of hernia being treated: ¿initially, a 5 mm camera was used to access the peritoneal cavity just under the left costal margin. Another 10 mm plate was placed on the left flank, as well as another 5 just superior to this. Using these ports, the defect was able to be delineated well. Using cautery with endoshears, the adhesions were taken down and the defect was clearly visualized.¿ implant size and fixation: ¿a 15 x 10 piece of mesh was then trimmed to provide at least 4 cm of margin on either side of the defect and prolenes were placed at the 3 o¿clock and 6 o¿clock positions. The mesh was oriented appropriately by passing a suture passer to the middle of the defect and grasping the vicryl in the center of the top portion of the mesh. Once this was pulled in position, the prolenes were tied down at the 3 o¿clock and 6 o¿clock positions, after making small incisions and passing the suture passer system. A protack was then used to fixate the remainder of the mesh in place. Because the superior part of the mesh was close to the costal margin, prolenes were only placed in the inferior portion at approximately the 8 o¿clock, 6 o¿clock and 4 o¿clock positions and the top part was fixated with just the suture tackers which was close to the area of the costal margin. There appeared to be good placement of the mesh with no redundancy and no defects to allow recurrence. At this point, it is felt to be an adequate repair. The pneumoperitoneum was released. All ports were removed and the port sites were injected with 0.5% sensorcaine with epinephrine. These were also injected at all the suture passage sites. A 4-0 monocryl was used to close the port incisions on the left abdominal wall and steri-strips were used to reapproximate all the other incisions.¿ (B)(6) 2009: discharge instructions: ¿activity: 10 pound lifting restriction. Follow up with dr. Brennan on (B)(6) 2008.¿ relevant medical information (B)(6) 2009: inpatient hospitalization. (B)(6) 2009: history and physical. ¿underwent laparoscopic hernia repair, on saturday developed nausea and vomiting, came to emergency room, found on x-ray to have ileus, underwent CT abdomen pelvis, findings consistent with ileus and possible sigmoid volvulus, has had nausea, vomiting , increasing pain and distension without fever or chills. Impression: ileus versus partial small bowel obstruction, some concern of sigmoid volvulus initially.¿ (B)(6) 2009: x-ray abdomen: ¿indication: hernia, abdominal pain. Impression: considerable dilatation of small bowel loops with scattered air-fluid levels on the upright view. Pattern may indicate adynamic ileus although it is difficult to exclude mechanical obstruction.¿ (B)(6) 2009: CT a/p: ¿indication: status post ventral hernia repair a couple of days ago. Patient now presents with abdominal pain, swelling, nausea that is worsening today. Impression: CT findings consistent with small bowel obstruction and favor either internal hernia or adhesions as cause.¿ (B)(6) 2009: discharge summary: ¿discharge diagnosis: ileus, status post laparoscopic hernia repair with mesh.¿ ¿admitted and underwent flexible sigmoidoscopy for concern of sigmoid volvulus, no significant areas of volvulization and no areas of ischemia, ng tube place, removed once passing flatus, had bowel movement prior to discharge, diet advanced, doing significantly better on date of discharge, had smoking cessation consultation, started on wellbutrin. Discharged home...¿ (B)(6) 2009: ¿post-op, incisions healing well, most bothersome point is actually the center of the mesh where there is no transfixing suture.¿ (B)(6) 2009: ¿significant pain in lower abdomen, will go ahead with CT of abdomen and pelvis to rule out complications related to surgery.¿ (B)(6) 2009: emergency room [ER]. ¿right mid abdominal pain, some persistent abdominal pain since (B)(6). Tonight, increased abdominal pain localized around area of prior incision in the right mid abdomen, pain worse with palpation and with sitting up and using abdominal musculature.¿ ¿.... Discharged in good condition. Final impression: nonspecific abdominal pain without clear cause.¿ (B)(6) 2009: CT a/p: ¿indication: abdominal pain. Impression: no findings to explain the abdominal pain.¿ (B)(6) 2009: ¿terrible pain adjacent to previous mesh, CT scan in emergency room did not show any significant pathology, there was a bit of stranding above mesh but no thick fluid collection. Did inject upper portion of the mesh with 10 cc of 0.5% sensorcaine, some relief, may need repeat injection.¿ revision preoperative complaints: (B)(6) 2014: ¿complaining of some bulging and pain at site of epigastric hernia, notices this most with lifting and activity.¿ (B)(6) 2014: CT abdomen/pelvis: ¿indication: abdominal pain. Impression: stable appearance of mesh material status post abdominal wall hernia repair. Question of a 2.4 similar fat-containing hernia versus curvilinear scarring within the adjacent subcutaneous fat.¿ (B)(6) 2015: preoperative diagnosis. ¿incisional hernia.¿ revision procedure: laparoscopic incisional hernia repair with mesh. [Implant: surgimesh.] Revision date: (B)(6) 2015: wound classification: findings: ¿there were dense adhesions from the omentum up to the previous mesh repair. There appeared to be some laxity, but no true hernia defect surrounding this. This was repaired with a 10 cm surgimesh patch that covered the previous mesh with some overlap to allow it to be secured well.¿ operative report: ¿initially left upper abdominal incision was made and a 5 mm camera was directly inserted into the peritoneal cavity. This was then insufflated to a pressure of 15 mmhg. Another 5 mm port was placed just above the umbilicus and finally a 5 mm port was placed in the right upper abdomen as well as a 10 in the left mid abdomen. This allowed full exposure of the area after takedown of the omental adhesions to the previous mesh with the harmonic scalpel. Some of the falciform was also taken down to allow the thorough investigation of the area. Again, there appeared not to be a true hernia defect, but there appeared to be some laxity in the center of the mesh. This was covered with a 10 cm patch of surgimesh and centered in the center of the previous mesh. Tackers were then used to circumferentially tack the mesh up against the abdominal wall. Prolene was then placed at the 3 and the 9 o¿clock position where there appeared to likely be more tension, and this proceeded only through the mesh. Following this, there was no significant bleeding noted in the omentum or other abnormalities, so the pneumoperitoneum was released. The ports were removed and all the port sites were injected with 0.5% sensorcaine. They were then closed with 4-0 monocryl in a subcuticular fashion.¿ explant preoperative complaints: (B)(6) 2018: surgery progress note. ¿umbilical hernia, 2 ventral hernias, has noticed incisional hernia near previous midline upper abdominal incision from previous epigastric hernia repair site that started about 1.5 years ago, has become more painful and protruding more in past few weeks. Also noted umbilical pain and bulging that started 2 weeks ago. No precipitating event. Exam: tenderness to umbilical and epigastric hernia, ventral and umbilical hernia present. Impression: patient likely has 2 separate defect and umbilical and epigastric hernia that is likely recurrent from previous incisional hernia repair. Discussed robotic assisted laparoscopic ventral hernia including risks of recurrence and pain postoperatively. There is always risk of infection specifically with the current hernia disease.¿ explant procedure: laparoscopic ventral herniography repair with robot, removal prosthetic material or mesh, laparoscopic lysis adhesions with robot, laparoscopic umbilical hernia with robot. Primary closure of subxiphoid hernia and umbilical hernia. Mesh underlay of subxiphoid hernia repair. [Implant: ventral light mesh.] Explant date: (B)(6) 2018: wound classification: unknown. Findings: ¿the previously placed mesh appeared to be pulling away from the superior portion of the hernia repair. This was excised as well as the surrounding sutures and a ventral light underlay was placed after clip primary closure of the defect.¿ operative report: ¿a left subcostal incision was made and camera directly inserted the peritoneal cavity. Robotic ports were placed below this approximately 8 cm apart. The robot was then docked and a fenestrated grasper and monopolar scissors used to dissect the adhesions off the previous subxiphoid hernia as well as the incarcerated omentum that was seen in the umbilical defect. It was clear that the mesh was not adequate in the subxiphoid region and there was a seroma associated with this. This was excised in its entirety and removed at the end of the case. All the prolene that had been holding this were also removed as well as the metallic tacks. The umbilical hernia sac was also excised. Both defects were closed with 6 in. V lock sutures in a transverse fashion. There appeared to be significant tension at the upper part so an 11 cm ventral light mesh was used as an underlay. This was circumferentially fixed with 2 0 v lock sutures. There is no significant gapping or folding of the mesh. The sutures were removed and all the debris was placed in a laparoscopic retrieval bag after enlarging the most superior robotic port to a 12 mm port. This point the pneumoperitoneum was removed all the ports were removed. The port sites were closed with 4 monocryl.¿ [pathology for specimens removed during the (B)(6) 2018 procedure was not provided.] Conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "d15 : cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.